Event description:
A cartridge change error was reported with the insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within an acceptable range. Technical support guided the customer through inspecting and cleaning the pump's pneumatic area and ensured the cartridge was properly loaded. The customer successfully completed the process and resumed insulin delivery.